Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the left main and one endeavor sprint rx drug-eluting stent implanted to the mid lad. Approx 7 months post index procedure, the pt presented with progressive chest pain. Pt death occurred, cause of death cardiac (pulmonary edema). The investigator indicated the reported event was possibly related to the study device/procedure. (Ref MFR #9612164201101186).

Manufacturer narrative:
(B)(4).